Manufacturer narrative:
D1 brand name was updated. E1 initial reporter was added as it was inadvertently omitted from the initial report. Ppae(ischemia): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
A 59-year-old woman of small stature had undergone impella cp supported treatment for amics. The leg on the insertion side was noted to be cool with absent distal pulse. This resolved on its own without extra intervention.